Event description:
It was reported via angiographic media that a guidewire tip detachment occurred resulting in additional intervention. Vascular access was obtained via the femoral approach. The target lesion was in the distal left circumflex (om2). The coronaries were tortuous. Diagnostic imaging was performed on the left and right coronary arteries. The first (fluoroscopic) image of the coronary intervention showed a pt2 guidewire in the distal om2 branch with a recently deflated unknown manufacturer balloon catheter in the region of the target lesion. There was a pt2 guidewire tip fragment in the proximal vessel. Angiography revealed a spiral dissection extending from the lesion proximally to the distal aspect of the pt2 guidewire fragment in the left circumflex (lcx). The pt2 guidewire fragment appeared to halt more proximal propagation of the dissection. An unknown manufacturer stent was positioned and deployed to extend across the target lesion into the mid-lcx dissection. Haziness was noted in the proximal stent; however, there was timi 3 flow and no evidence of distal embolization. A second unknown manufacturer stent was positioned and deployed to overlap the previously placed stent in the distal vessel and the pt2 guidewire fragment in the proximal vessel. The final angiogram showed excellent lumen patency throughout the vessel, the pt2 guidewire fragment was secured in place and there was evidence of a small residual dissection distal to the stents near the vessel termination. Large bubbles were evident in the stent delivery system balloons during stent. No longstanding clinical consequences are suggested through the angiographic images provided. Lcx percutaneous coronary intervention (pci) complicated by pt2 guidewire tip separation and vessel dissection. Angiographic detail surrounding the guidewire tip separation that occurred following the guiding shots were not provided. There was no evidence of vessel injury at the site of the guidewire fragment. An extensive spiral dissection occurred after dilation of the target lesion. The dissection was covered with two stents, the first in the mid to distal lcx and the second in the proximal to mid lcx which also secured the pt2 guidewire fragment. There was no evidence of vessel injury or flow obstruction caused by the pt2 guidewire tip embolization. The extensive dissection was not completely covered by stenting the target lesion, an additional unknown manufacturer stent was placed to cover the proximal dissection and the pt2 guidewire fragment. The extensive dissection following initial treatment of the target lesion was not caused by the pt2 guidewire separation. There is no evidence of residual patient harm due to the guidewire tip separation.